Event description:
Event description guidant received information that the patient with this cardiac resynchronization device (crt-d) died from lung cancer/failure and the patient's family believes the device was involved in the patient's death.